Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported noise and needle to cuff miss are related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, it is likely that interaction with the patient calcification during plunger/ needle deployment contributed to the reported needle to cuff miss and noise. The subsequent treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that this was a venotomy closure of the calcified right common femoral artery using a prostyle device after a cardiac ablation interventional procedure with a 9f sheath. Reportedly, when the plunger was deployed, the "click" sound was more dull than usual. When the plunger was retracted, it was found that no suture was attached to the plunger. A cuff miss occurred. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.